Manufacturer narrative:
The insulin pump was received with an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. However, the insulin pump powered up after battery installation. No blank display noted the insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was bumped. The customer stated that the insulin pump started alarming and the display went blank. The customer's blood glucose was 7.4 mmol/l at the time of incident. The customer was advised to insert a new battery. The customer stated that the insulin pump started alarming again and the display was still blank. The insulin pump will be replaced. The insulin pump will be returned for analysis.